Event description:
During an ercp procedure, the physician used a wilson-cook howell d.a.s.h. Direct access system sphincterotome to access the common bile duct. During the procedure, a small portion of the wire guide's coating detached into the patient and was retrieved with forceps. The patient was reported to be in stable condition.